Event description:
Discordant results for multiple assays were obtained on an advia 1800 instrument for thirty seven patients. The customer was experiencing qc issues and stopped running patient samples. The initial results were reported to the physician(s). The customer repeated the patients and the corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the multiple assay discordant results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse analyzed the instrument and instrument data and determined that the cause of the multiple discordant results was unknown. The fse replaced the dilution probe pipette (dpp) probe, wash 1 and wash 2 reagent and checked the dilution probe discharge pump. The instrument is performing within specifications. Further evaluation of the device is not required.